Event description:
Reporter stated that metal particles (flakes on iris) were noted one week post op. Uses 2 instrument technique but does not think that is a factor. No injury and no intervention reported.